Manufacturer narrative:
Investigation summary: based on the investigation results, the reported issue (non-specific staining creating unusual staining patterns for cd4+cd+8 populations) was confirmed. Investigation results that were performed on the indicated failure mode were the following: data provided by customer was reviewed. Retain testing results showed the presence of a non-specific staining. Potential cause is determined to be manufacturing related. Additional controls have been put in place in the manufacturing stage specific to the supplied component. Corrective action was initiated to address the root cause and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd multitest¿ erroneous results were observed. No patient impact was reported. The following information was provided by the initial reporter: non specific population/debri observed in all patient samples stained with the bd 6-colour tbnk reagent. Repeated with new vial of same reagent, issue persists. Changed trucount tubes and facslyse solution, issue persists.

Event description:
It was reported that while using bd multitest¿ erroneous results were observed. No patient impact was reported. The following information was provided by the initial reporter: non specific population debri observed in all patient samples stained with the bd 6-colour tbnk reagent. Repeated with new vial of same reagent, issue persists. Changed trucount tubes and facslyse solution, issue persists.

Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.